Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported fundamental energy differs too much following start of the treatment. Scanner errors were also noted. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, patient is healing well post lasik and has some dryness.

Manufacturer narrative:
It was identified the value of product problem was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on companys acceptance criteria. During technical onsite visit, the field service engineer (fse) verified the reported energy error. The fse replaced boards and completed service installation record. The system is working to specifications. The fse reviewed the logfile and found there were some errors in the logfiles. The fse replaced scanner assembly during a lateronsite visit and completed the service installation record. The system meets specification. The root cause for the occurrence of the errors could not be determined conclusively. The possible root cause for the energy error could be a faulty board. The root cause for the scanner error could be a faulty scanner assembly. The root cause for dry eye could not be determined conclusively. The manufacturer internal reference number is: (B)(4).